Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted and replaced to address the issues. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04751. Related manufacturer reference number: 3006705815-2023-04752. It was reported that the patient¿s leads migrated and the ipg is moving around in the pocket. As such, surgical intervention may take place at a later date to address the issue.